Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer. The spectrum smart cable and a glidescope spectrum lopro s3 used in the procedure were returned to verathon for evaluation. A verathon technical service representative evaluated the returned spectrum smart cable and spectrum lopro s3 blade and was unable to confirm the reported no image issue. The customer's spectrum smart cable and spectrum lopro s3 blade were connected to a known, good, test monitor and the image was bright though foggy, but did not go dark when the cable was moved. The customer's spectrum smart cable was connected to a known, good, test, single-use blade and a known, good, test monitor and the image was stable and clear. The camera image quality test was performed and passed. Since the glidescope spectrum smart cable is not repairable and a replacement was already provided to the customer, the spectrum smart cable used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, when the smart cable was manipulated, the light on connected single-use blade would intermittently go out causing the image to go dark. The customer's biomed was able to isolate the light failure to the manipulation of the smart cable by testing the cable with several other single-use blades. A delay in the procedure of less than 30 seconds occurred as a backup cable and single-use blade were obtained. No harm to the patient or user was reported.